Event description:
A falsely elevated troponin I result of 0.7 ng/ml was obtained on a patient sample. The result was not reported to the physician. The test was repeated by an alternate method and a result of 0.04 ng/ml was obtained. The original sample was retested on the original analyzer and results of 0.97, 0.04 and 0.11 ng/ml were obtained. The original sample was analyzed on an alternate analyzer and a result of 0.02 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was malfunctioning hm pump cassettes.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was malfunctioning hm pump cassettes. A dade behring field service representative was dispatched to the account and correctedthe malfunction. The instrument is operating within specifications.